Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and it will be evaluated. A supplemental will be submitted with evaluation results.

Event description:
It was reported the catheter placement instructor was trimming a single lumen solo catheter when he pulled out the guidewire inside the catheter and found that the guidewire was bifurcated into two parts. He had to open a new catheter for trimming and placement.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a frayed stylet is confirmed; however, the exact root cause could not be determined. One hydrophilic stylet with t-lock was returned for evaluation. An initial visual observation revealed no obvious use residue. The core wire and coiled wire were observed to be entering the t-lock from the distal end, but only the coiled wire was observed to be exiting the proximal end of the t-lock. A microscopic observation revealed the core wire and the coiled wire fracture surfaces were mostly flat with some sharp and clean edges. No tapering or obvious striations were observed. More evidence would be needed to determine the origin of the damage; however, a possible cause would be stylet trimming. The stylet or stiffening wire needs to be well behind the point the catheter is to be cut. Never cut the stylet or stiffening wire. This complaint will be recorded for future trending and monitoring purposes.